Event description:
Incident as reported: prostatectomy - "surgeon pulled out the bag after placing specimen inside and closing the bag properly. A 3/4 of the bag was already out of the pt's body, but then the bag broke and specimen dropped back to cavity. Doctor had to enter again to pick up specimen. Our sales rep was present in the operating room and observed that surgeon followed the instructions correctly. Please also note surgeon is very familiar with retrieval system as a frequent user of retrieval system of other brands."

Manufacturer narrative:
Product is under engineering eval. Will send follow up upon completion of investigation.